Event description:
Bravo device installed at pro health endoscopy lab, on (B)(6) 2017. First day I had problems with food intake. Feel transmitter tug and pain when swallowing food. Reported to lab. Third day, the swallowing problems seem to be getting worse. At this time I am scheduled to report to the lab to return the receiver on (B)(6) 2017. Capsule lot# 34603q ID (B)(4).